Event description:
This lead was explanted and replaced due to the lead not being stable during the post-op x-ray. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.